Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that there was an intermittent power issue and the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and returned battery cap has stripped threads. The returned battery cap was unable to fit securely to power on the pump, duplicating the alleged power issue. A test cap was used for testing; the pump powered on with the test cap and was exercised for 12 hours with no power interruptions or power loss occurring. Unrelated to the complaint, the display was found to be dim and discolored.